Event description:
It was reported the customer was hospitalized due having low blood glucose. Customer's blood glucose was 54 mg/dl when paramedics arrived. Customer's daughter does not know how low customer was. Customer was convulsing, rigid, fell, and was disoriented. No physical damage was noted on the device. Customer was wearing the sensor, but did not feel the warning. Customer had worn a defective sensor had just changed it out. The drive support cap appeared normal. The device is set to vibrate due to customer can not hear the alarms. Customer was disconnected during rewind and prime sequence. Time was incorrect, but the date was correct. Insulin left on reservoir was about 100 units and device displayed 97.3 units. Basal rate change was done on the device. Customer has over calculated for high blood glucose in the past. Customer was wearing the device through CT scan and x-ray after the hospitalization, not prior to the event. Replacement was requested. No further information reported.

Manufacturer narrative:
The insulin pump was received functioning properly. The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm tests. The insulin pump has received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.